Manufacturer narrative:
The complaint investigation for falsely elevated architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot identified a slightly increase in complaint activity; however, no related trends were identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 58182ud04 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect total \-hcg results generated on the architect i2000sr processing module for one sample. The following results were provided: (B)(6) 2024 initial result = 1115.3 miu/ml, repeat result on (B)(6) 2024 = <1.2 miu/ml. No impact to patient management was reported.

Event description:
The customer observed false reactive architect total -hcg results generated on the architect i2000sr processing module for one sample. The following results were provided: on (B)(6) 2024 initial result = 1115.3 miu/ml, repeat result on (B)(6) 2024 = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.